Event description:
It was reported that the "dca" procedure was to treat a lesion from the "lmt" to the proximal "lad", which was calcified. The lesion was eccentric with 90% stenosis. The device was used to debulk four times at 15psi. An attempt was made to cross the lesion again after the nosecone was cleaned, but as it was being inserted through the guiding catheter at the first curve, there was resistance encountered. Debulking was attempted, but the cutter stopped and the guide wire was found to be stuck. Upon inspection, it was found that there was 2cm of polyvinyl string entangled in the cutter. Reportedly, there was no pt injury. This is being filed as a MDR based on the product evaluation/investigation results.